Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of even is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-16996. It was reported the patient experienced low impedance on contacts 1-6, as well as high impedance on contact 11. Troubleshooting attempted to no prevail. As a result the patient underwent surgical intervention for lead revision occurred (B)(6) 2021, wherein the right octrode lead was explanted and replaced to address the issue. Both leads are being reported as it is unknown which lead is the right octrode lead.